Manufacturer narrative:
Lead: model 3387s-40, lot# v012316, implanted: (B)(6) 2006, explanted: (B)(6) 2011. Lead: model 3387s-40, lot# v009321, implanted: (B)(6) 2006, explanted: (B)(6) 2011. Adaptor: model 64002, lot# n275879, implanted: (B)(6) 2011, explanted: (B)(6) 2011, programmer: model 37642, serial# (B)(4). Extension: model 748251, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011, extension: model 748251, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011.

Event description:
It was reported that the patient developed an infection and had his implantable neurostimulator, extensions and leads removed. It was noted that the patient recovered well. Additional information had been requested, but was not available as of the date of this report.